Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had an infection at the ipg site and erosion through the ipg pocket. Surgical intervention was undertaken wherein the ipg was explanted. The patient was prescribed oral antibiotics. The next course of action is undetermined at this time.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.